Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. Correction to h8 box was marked in error. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. It should be noted that the thv was implanted inside a pre-existing edwards surgical valve in pulmonic position and considered an off-label operation. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint for central regurgitation has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that procedural factors (post-dilation) likely contributed to the event as provided information indicated that the central regurgitation occurred after the post-dilation of the valve. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards affiliates in malaysia, during a transcatheter pulmonic valve replacement (tpvr) procedure involving the implantation of a 26mm sapien 3 valve into a previously placed surgical edwards valve for moderate to severe pulmonic stenosis, post-dilatation was required. During the post-dilation, leaflet damage was suspected, resulting in severe central regurgitation. To address this, a second 26mm sapien 3 valve was implanted, successfully resolving the regurgitation.